Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The handshake connection, sheath, burr, and coil were microscopically and visually examined. Inspection of the device revealed that the handshake connection was received stuck inside the sheath and the handshake connection was bent. Majority of the coil was found to be stretched. No other issues were identified during the product analysis.

Event description:
It was reported that the burr was difficult to remove from the patient's body. A 1.25mm rotalink burr was selected for use. During the procedure, after the completion of two runs and during repositioning for the third run, it was noted that the burr was stuck with the advancer. During removal, it was noted that there was difficulty in removing the burr from the patient's body. It was not coming out freely in dynaglide mode. The advancer and burr were not separating, so the two devices were forcefully separated outside the patient. However, there was no visual damage or separation noted on both devices. The procedure was completed with this device. No complications were reported and the patient was stable post procedure.

Event description:
It was reported that the burr was difficult to remove from the patient's body. A 1.25mm rotalink burr was selected for use. During the procedure, after the completion of two runs and during repositioning for the third run, it was noted that the burr was stuck with the advancer. During removal, it was noted that there was difficulty in removing the burr from the patient's body. It was not coming out freely in dynaglide mode. The advancer and burr were not separating, so the two devices were forcefully separated outside the patient. However, there was no visual damage or separation noted on both devices. The procedure was completed with this device. No complications were reported and the patient was stable post procedure.